Event description:
On (B)(6) 2021 it was reported the patient had been on a few courses of antibiotics - flagyl, calvapen and co-amoxiclav - the last 3 months due to recurring infection to stoma. Reports swab from stoma site came back as candida and 2 other bacteria. Stoma inspected and erythema much more improved, small area of redness noted. Reports pain and blood ooze has settled and resolved.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site redness, pain, and yellow oozing. The patient was treated with two rounds of unknown oral antibiotics with improvement.